Event description:
Customer contacted beckman coulter inc. (Bci) regarding low inhibin a results that were generated by the access 2 immunoassay system for 5 patients. The initial inhibin a results were in the range of 0.54 - 7.66 pg/ml for patients 1 to 5. These results were questioned and the samples when repeated on a new reagent pack, resulted in a higher range 127.97 - 308.53 pg/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Reagent pack issues were noted. Bci could not verify if the reagent pack that was returned by the customer was the same reagent pack that produced the erroneous results. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.